Event description:
The patient was having a renal angiogram. The im guide catheter was placed into the left renal artery. A stent was then inserted through the im catheter. When the stent/balloon reached the tip of the catheter, the catheter tip bent. The balloon of the stent passed through and the stent had come off the balloon and remained in the catheter. The balloon, stent, and catheter were all able to be removed from the patient successfully during the procedure. FDA safety report ID# (B)(4).